Event description:
The customer reported that falsely elevated sodium (na) & potassium (k) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial samples were not reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer. The repeat results matched the patient's medical history and were considered correct. The repeat results were reported to the physician(s). The customer did not provide the patient results data to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na & k results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding falsely elevated sodium (na) & potassium (k) results on multiple patient samples obtained on an atellica ch 930 analyzer. Quality control (qc) was within range prior to running patient samples. The customer replaced the empty diluent fluid. The issue was resolved by performing routine analyzer troubleshooting. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00165 on 20-jun-2025. Additional information (27-jun-2025): siemens reviewed the instrument data and integrated multisensor technology (imt) data and observed no issues with the a-lyte sensor lot. The cause of the falsely elevated sodium (na) and potassium (k) results cannot be determined. The investigation findings and investigation conclusions code of section h6 were updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.